Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on screen difficult to see pump settings, wear on battery cap indentation and buttons were stuck and harder to press also rewind took longer and louder and pump had erased settings when swapping out batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.